Event description:
It was reported no data was displayed in the activity trends. The trends were last cleared at the date of implant. No at/af episodes are logged since it was cleared three months ago. Tech services discussed performing an activity recalibration to try to resolve the issue. The device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.